Manufacturer narrative:
The insulin pump had no button response due to flattened escape, act and up button dome switches. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's wife did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The caller stated that the buttons were hard to push. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.